Event description:
Per maude event report (B)(4), it was reported that an instrument used ot removae a nail broke during use. A different instrument designed to remove that nail was to be shipped the next day to complete the surgery.